Event description:
Healthcare professional reported rupture, " left axillary lymphadenopathies," and capsular contracture, baker grade ii-iii for the left side device. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Rupture: observed opening assessed as unidentified (tear) opening (shell thickness within specification). Lymphadenopathy: unable to observe as it is not related to the device. Crease/folding of implant: observed creases on the device. Additional observations: no other observation observed. No further actions are required since no manufacturing issue is observed.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Lymphadenopathy-breast: unable to observe since it is not related to the device. Crease/ folding of implant-breast: not observed. Capsular contracture- breast: unable to observe since it is not related to the device. Rupture- breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported rupture, " left axillary lymphadenopathies," and capsular contracture, baker grade ii-iii for the left side device. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade ii-iii; rupture; "left axillary lymphadenopathies" clarification to d9: this date reflects the date photos of the device were received. The physical device has not been received at this time.

Event description:
Healthcare professional reported rupture, " left axillary lymphadenopathies," and capsular contracture, baker grade ii-iii for the left side device. Device has been explanted and replaced.